Event description:
It is reported that the surgeon was injecting cement, and he believes the cartridge broke while pressurizing the cement. It is reported that the cartridge broke on the part that pushed the cement down. Surgery was extended by one hour.

Manufacturer narrative:
Evaluation summary: neither the miller cartridge nor the power-flo injector gun referenced in this complaint was returned for evaluation. The cement used (simplex) is not a zimmer product, so no comment about its recommended mixing technique, temperature and humidity requirements, or its mechanical (fluid) properties can be provided. The miller cartridge was designed to be used with zimmer supported bone cement. It is possible that the cement polymerized more quickly than anticipated. More force would then be required to eject the cement, which could have led to the fracture. Based on the information provided, a definitive cause for failure cannot be determined with certainty. No product was returned. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.